Event description:
Customer called to report that they were hospitalized for high and low blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose value at the time of hospitalization ranged from 57 to 1400 mg/dl. Customer was wearing the pump at the time of 911 call. Customer also stated that she had a stroke and a heart attack. Troubleshooting was done. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.